Event description:
The caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The tandem technical support (cts) educated the caller regarding the fill estimate, instructed them to deliver a 10.2 unit bolus which showed an updated fill estimate of 16 units, and advised the removal of air from the cartridge. The caller was guided through loading a new cartridge.